Event description:
Per the clinic, the patient experienced an infection at the implant site and was subsequently treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to replace the magnet. The implanted device remains. This report is submitted on september 21, 2023.

Event description:
Per the clinic, the patient experienced a skin flap breakdown resulting in the magnet extrusion. The implant remains in-situ.